Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. Isometrics testing along with a commanded shock was performed, producing the same result. Technical services (ts) discussed troubleshooting options including defibrillation threshold (dft) testing. This crt-d remains in service. No adverse patient effects were reported.